Event description:
Additional information was received regarding this event. According to the customer, the failure occurred at the beginning of the procedure. At the time of the procedure, the patient was under general anesthesia at the time of the event. There was a small delay of a few minutes while replacing the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information from the reporter (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure was likely caused by a faulty cable, which could have prevented the video function from working properly. However, it is unknown what caused the cable to fail. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely due to damage on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on the hd autoclavable camera head. The issue occurred during a laparoscopic procedure and was completed using a similar device. There were no error messages as a result of this failure. There were no other devices connected to the device at the time of the failure. There was no patient harm associated with the event.